Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, metrorrhagia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test performed (unspecified), however, results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : previously reported event of "injury" was replaced with dysmenorrhea (cramping). New events added - dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding). Reporter and patient demographics and laboratory test were added. Essure indication updated. Essure implant date updated. Explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, pregnancy test urine (negative.), joint pain, pap smear abnormal and human papilloma virus infection. Family history: breast cancer: mother. Cancer (leukemia allymphoma): sister. Liver cancer: paternal uncle. Breast cancer: paternal grandfather. Previously administered products included for contraception: paragard iud from 2010 to 2012. Concurrent conditions included body mass index normal, cervical dysplasia, bruising, clot blood, dizziness, weakness, axillary mass, ovarian cyst, left lower quadrant pain, sinus disorder, head pressure and sore throat. Concomitant products included medroxyprogesterone acetate (provera) in (B)(6) 2014 for vaginal bleeding as well as ibuprofen and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), irritability ("irritable"), urinary tract infection ("uti"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, metrorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, irritability, urinary tract infection, migraine, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, irritability, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy noted: essure insertion date (B)(6) 2014. 4 coils were seen extruding from the tubal ostium on the right side and 2 on the left side. Discrepancy noted: previously unspecified essure confirmation test was performed on an unknown date with no result but in current document plaintiff did not undergo essure confirmation test was given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test performed (unspecified), however, results not provided. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: nausea, pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs & mr received- new events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse, bladder or urinary problems or changes, irritable, uti, migraines / headaches, nausea, vaginal discharge, weight gain and bilateral pelvic pain were added. Event onset date were added. The outcome of event menorrhagia was updated from unknown to recovered. Concomitant drugs, medical history were added. Patient's height and weight were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.